Event description:
The patient was undergoing an ep study. The patient was connected to the external defibrillator by both ECG cables and the defib pads. The staff needed the defibrillator to deliver a shock when the patient was in vt and the defibrillator would not shock. Another defib was brought into the room. The patient had an implantable ICD and this device was turned on and the patient was shocked by the ICD. The patient had a good outcome. We have had this same problem with this external defibrillator before. ====================== manufacturer response for defibrillator, lifepak 12======================the manufacturer was out to review the device. They were unable to find a failure with the device. They recommended that the device not be left on constantly throughout the day as the memory will get full and this full memory can lead to device failure. They recommended that the device be cycled on then off (takes about 15 seconds) after each patient. This clears the memory and should resolve the issue. The ep lab implemented the manufacturer recommendations and has not had any further issues to date although this particular device remains out of service at this time.